Event description:
.

Manufacturer narrative:
Sorin group USA received a medwatch report from (B)(6) stating that a crack was found in the tubing of an angel processing set. The crack was discovered after the pt's blood was drawn for processing. The set was replaced. The pt's blood had to be drawn again for processing with the new set. The hospital's risk mgmt rep stated that there was no pt harm and no adverse pt outcome as a result of the incident. Sorin group (B)(4) manufactures the angel processing set and they have been made aware of this report. Upon receipt, the processing set will be forwarded to sorin group (B)(4) for eval. A f/u report will be filed when additional info is made available.